Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the tissue pad was torn from the jaw. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad in good physical condition and properly attached to the clamp arm. The blade was gouged. The blade was damaged but did not crack or break. The device was tested with a generator and was functional. The device activated with both max and min buttons. The tissue pad of the device was in good physical condition. It is possible that the wrong instrument was sent because the instrument had a conforming tissue pad. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad in good physical condition and properly attached to the clamp arm. The blade was gouged. The blade was damaged but did not crack or break. The device was tested with a generator and was functional. The device activated with both max and min buttons. The tissue pad of the device was in good physical condition. It is possible that the wrong instrument was sent because the instrument had a conforming tissue pad. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure.